Event description:
Customer called in because she was brushing her teeth and bristles came out of her brush head. Customer accidentally swallowed some bristles which has also caused her to throw up. Purchased at (B)(6). Purchased around (B)(6) 2016. Toothbrush heads were the head that came with the toothbrush handle.